Manufacturer narrative:
Additional information was received that the bsn representative guaranteed the leads and ipg were tossed.

Event description:
A report was received that all but one contacts of the contacts of the patient were out on each leads. It was also mentioned tat the patient was experiencing inadequate stimulation. The patient underwent a lead replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Sc-2317-70 (sn (B)(4)). Device evaluation indicated that the complaint was confirmed. Visual (microscope) and x-ray inspection of the leads revealed that all cables were completely broken at the bent/kinked location of the leads. The bent/kinked location was 1 cm. From the set screw mark of the clik anchor. There were no exposed cables at the fracture location. The leads got kinked after it exits the clik anchor resulting in the reported complaint. Additionally, the lead body was cleanly cut. The clean cut damage was a result of a typical explant procedure and it was not considered a failure.

Event description:
A report was received that all but one contacts of the contacts of the patient were out on each leads. It was also mentioned tat the patient was experiencing inadequate stimulation. The patient underwent a lead replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Model number/catalog number: sc-2317-70, serial number: (B)(4), batch/lot number: 18887122, model/catalog description: infinion cx lead kit, 70 cm.

Event description:
A report was received that all but one contacts of the contacts of the patient were out on each leads. It was also mentioned tat the patient was experiencing inadequate stimulation. The patient underwent a lead replacement procedure and was doing well postoperatively.